Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 05-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer would not open. A technical support specialist checked the setup zones, and drawer 5 was found to be disabled. After enabling drawer 5, the user was able to issue the medication without any issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user attempted to issue hydrocodone-apap 5-325 mg tablets, but after selected the medication on the patient profile, the issue button was not available. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.